Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 21-nov-2022 to 20- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user had either entered incorrect information when wasting the medication, or the barcode that was scanned at the station wasn't associated with the correct medication. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system that was used during an urgent cesarean section was incorrectly showing inventory levels for removal, preventing users from removing medication. The customer stated that when attempting to check out for 10 mg/ml of morphine with ID 40557 from the machine, the pyxis system indicated "available: 0". The incident caused a delay in dispensing medications to the patient. The patient was on the operating room table and the medication could not be accessed, resulting in a 15-minute delay for someone to come back with the medication

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis anesthesia es system that was used during an urgent cesarean section was incorrectly showing inventory levels for removal, preventing users from removing medication. The customer stated that when attempting to check out for 10 mg/ml of morphine with ID (B)(4) from the machine, the pyxis system indicated "available: 0". There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
B5 - updated for describe events and problems. H6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. H11 update - upon investigation of the actual device used in this incident, it was determined that the user faced training issue. A technical support specialist found two transactions made by the user and most likely cause of issue was user either entered incorrect information when wasting the medication, or the barcode that was scanned at the station was not associated with the correct medication. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
This incident caused a delay in dispensing medications to the patient. Since, the patient was on the or table and the medication could not be accessed. User called another nurse into the room to retrieve the medication from another area. The nurse was not familiar with the other area (different part of the hospital) and it took 15 minutes or so for them to come back with the medication. It delayed the start of her c-section, luckily, it was an urgent c-section and not an emergency.